Event description:
It was reported that prior to using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there foreign matter and air bubbles in tubes across two lot numbers. No patient impact reported. The following information was provided by the initial reporter: "the black dot orginally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used."

Manufacturer narrative:
There were two lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3016652. D4. Medical device expiration date: 31-01-2024. H4. Device manufacture date: 16-01-2023. B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there foreign matter and air bubbles in tubes across two lot numbers. No patient impact reported. The following information was provided by the initial reporter: "the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used."

Manufacturer narrative:
H.6 investigation summary: no samples and 2 photos were returned by the customer in support of this complaint. The photos were evaluated and do show air bubbles in the gel and fm, a black particle can be seen in the tube. Additionally,(B)(4) retentions from both lots were visually inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode based on the investigation completed. The exact cause for the customer's failure mode could not be determined. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.